Manufacturer narrative:
Batch review performed on 30 march 2020: lot 1811838: (B)(4) items manufactured and released on 08-apr-2019. Expiration date: 2024-03-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in, 8 months after primary surgery, due to signs of an infection and the pathogen is unknown. The surgeon revised the medacta 36mm biolox delta head s with a medacta 28mm biolox delta head s. The surgery was completed successfully.